Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. Programming changes were made. There were no patient consequences.